Event description:
Initial hcg result of 1.3 mlu/ml. Same sample repeated gave result of 3442 mlu/ml. Sample repeated again 2 more times, results were 0.901 mlu/ml and 3491 mlu/ml. Pt sample redrawn the next day and run 3 times, results were 4835 mlu/ml, 4835 mlu/ml, and 4675 mlu/ml. The initial result was reported, pt not adversely affected. The field service rep found worn tubing on the instrument. The instrument was repaired. If additonal information is received, appropriate notification will be provided.